Event description:
A report was received from the affiliate indicating that during a coronary intervention to the proximal lad, a 3.5 x 18 mm cypher des was delivered to the target lesion without problem even though the lesion was described as 99 percent occluded and calcified. When the device was being implanted by direct stenting, and the unit was inflated, even though pressure was applied (twice), the balloon would not inflate at all. A third attempt was made to inflate but there was contrast medium leakage observed at the proximal end of the balloon at two different places. Therefore, the physician retrieved the sds and a 3.0 x 18 mm cypher des was implanted instead. Because the stent would not expand at all, the retrieval was without problem. There was no reported patient injury. Physician's comment: had the same experience on february and would like the event investigated.

Manufacturer narrative:
Additional investigation of this complaint revealed that there were no injuries to the patient. The product was inspected upon removal from the box. The product was prepped outside the patient properly. There were no reports of a kink prior to use or cracks noted along the system. There were no problems with the indeflator and the balloon's inflation pressure at burst is unknown. Please note: device (lot # 13183724) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.